Event description:
A report was received that a patient underwent a pocket revision procedure. The patient had lost a large amount of weight and was experiencing pocket discomfort. The physician moved the pocket, and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.